Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic inguinal hernia repair, when the balloon was inflated inside the patient, it popped. The pop was audible to people in the room. All pieces of the device were retrieved. Another device was used to complete the case.